Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump had a scratched screen, found cracks around the battery cap, the pump had rejected the new battery, the buttons were unresponsive, and had a motor error alarm. No further details were given. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer continued using the pump and will not be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. No unexpected failed batt test alarm, button error alarm or drive/motor anomaly noted during testing. Successfully downloaded history files and traces using thus/carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further full review of the pump history on the event date of 13-nov-2023, found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 28.6 u. No unexpected failed battery test alarm, no delivery alarm or motor error alarm found in the pump history file/trace. No stuck button error alarm found in the pump history file/trace on the event dated 13-nov-2023. Pump was cut open to perform visual inspection and found no moisture or component damage on the keypad assembly, electronics assembly, force sensor assembly or motor assembly. The j1 connector on pcba 1 was locked properly during visual inspection. The force sensor offset measured (23.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: partially broken retainer, cracked retainer, faded/stained serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked select button keypad overlay, pillowing keypad overlay, scratched case and minor scratched lcd window. Pump not received with original battery cap. In summary, pump passed all required testing. Failed batt test alarm/keypad unresponsive/button error alarm/drive/motor anomaly was not confirmed. Battery cap damaged unknown. Cosmetic damage confirmed at the lcd screen and the back of the battery compartment. No current code/category not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.